Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - (B)(6) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an adverse event. At 4 am the patient lost consciousness for 3 hours in the bedroom. They tried to wake him up but he was unresponsive, the phone was beeping (cgm alarming) that time but wife did not check what it was saying. The wife called the ambulance. When the paramedic arrived, they checked his vitals and the bg reading was 41 mg/dl but the cgm wasn't checked this time. The paramedics provided him glucagon injection and IV fluids and took the patient to the hospital. The patient stayed at the hospital for 5-6 hours and was discharged at 11 am same day. At the time of the report the patient was okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.